Event description:
There was an allegation of questionable aspartate aminotransferase results with one patient sample on cobas c 311 analyzer. The initial result was 12 u/l. The repeat result was 89 u/l. The questionable results were not reported out of the lab.

Manufacturer narrative:
The reagent lot number was requested but not provided. Calibration and qc recovery results were within the acceptable range. The field service engineer (fse) replaced the failed main water supply pump, sample probe, and valves. The fse then performed decontamination and incubation bath cleaning. The instrument passed all the checks. No further issues were reported since the service visit. The investigation determined the service maintenance solved the issue.